Event description:
This device case, reported by a non-health care professional who contacted the company to report a product complaint, concerns a pt. The pt's medical history included having diabetes for 46 years. The pt's concomitant medication included: isophane insulin (humulin I). The pt commenced using a pen injection device (humapen ergo teal - clear cartridge holder (serial cg) attached to an opaque pen body model ms8335) to deliver soluble insulin (humalin s) 10 units three times a day for the treatment of diabetes eighteen months prior to the report (2001). While using the pen injection device to deliver soluble insulin, approximately eighteen months prior to the report (2001), the pt has hospitalized for diabetic ketoacidosis with blood sugars of 33. The pt's normal blood sugars were reported to be 10. While using the pen injection device to deliver soluble insulin the pt also experienced high blood sugars. The pen injection device was reported to be approximately three years old with a clear cartridge holder. The reporter stated the pen was not delivering insulin, the pen was slipping when injecting, the dose knob did not deliver insulin when depressed. The pt does not use the pen injection device all the time, the pt only uses the pen injection device when pt goes out. The pt uses syringes usually, and only experiences high blood sugars when using the pen injection device. The pt uses beckton dickinson microfine +12.7mm needles. The pt does not change the needle on the pen after every injection. The reporter stated an insulin cartridge can left up to six months. The pt had been storing the pen injection device in the fridge. Initial exam of the returned device revealed that the general condition of the pen was good. It had a clear cartridge holder upgrade and no defects were observed. The pt has fully recovered from the event of diabetic ketoacidosis. The event of high blood sugars is continuing. Further info has been requested. The event of diabetic ketoacidosis and high blood sugars have not been assessed by a health care professional.